Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced presyncopal episodes and presented in clinic. Upon interrogation, the right ventricular lead exhibited high impedance. The lead was reprogrammed and functioning fine. The patient was in stable condition and would continue to be monitored.

Event description:
New information on 1/12/2018 stated that the lead was revised. There were no indications on what was done to the lead during lead revision. No further information was available.